Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing stimulation to nontargeted areas due to lead migration which was confirmed thru x-ray. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted leads will not be returned as they were discarded by the medical facility.